Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. A pack label from the reported lot number was returned; however, an evaluation could not be performed on the cutter as it was not received from the user facility.

Event description:
A report from the USA where the doctor states the trocars are too blunt. No injuries reported. They do not have samples to return for evaluation.